Event description:
A us distributor reported that a monitor response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was a missing response button dome. The root cause for the damaged dome could not be positively identified. There were no adverse events associated with the monitor malfunction.